Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a breast biopsy, the sterile barrier of the package was found breached prior to opening the package. There was no patient involvement.

Event description:
It was reported that prior to a breast biopsy, the sterile barrier of the package was found breached prior to opening the package. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partially sealed encor probe was returned for evaluation. A visual inspection of the returned device packaging was performed and found that a portion of the returned packaging was not sealed. Evidence of adhesive was present on the plastic tray and tyvek packaging, thus indicating a complete seal was formed at one point. As the package was noted to be slightly opened upon receipt, it is unknown when or how this occurred. Therefore, the investigation is inconclusive for the reported unsealed device packaging. The definitive root cause for the reported unsealed device packaging could not be determined based on the provided information. It is unknown whether the transport or storage of the reported 3rd party logistics and/or user facility contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.